Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement of zero ohms. All subsequent measurements were within normal limits. Boston scientific technical services (ts) discussed the possibility of electromagnetic interference (emi). This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Laboratory analysis did not confirm the reported clinical observations.

Event description:
Additional information was received that the device was explanted and replaced five months later for an unrelated reason. Please reference report 2124215-2015-08897.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.